Event description:
Healthcare professional reported left side silicone perspiration, folds, waves, rotation, and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Continued e.1. (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; "silicone perspiration".